Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach on the patient's esophagus. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. However, the capsule failed to attach on the patient¿s esophagus. There was no harm to the patient and the user, no intervention was required, and a repeat procedure was performed, and a new capsule was used. No lubrication was used to facilitate placement of the capsule.